Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined the cause to be physical damage; resistor, designator r261, was found to be detached on one side and caused the device to not boot up properly and gave a white screen.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to the user interface pcb assembly. Physio replaced the user interface pcb assembly and completed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that while performing their routine morning check on their device, the device displayed a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.